Event description:
A depuy mitek sales agent reported a surgeon stated to him that a patient returned to the surgeon approximately 6 weeks after the surgery with an infection that was cultured as strept. The implant was removed, no further consequences are being reported at this time.